Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging multiple loss of prime warnings on the pump occurring with use of multiple cartridges including different boxes. The reporter confirmed that the pump cartridge cap was secure and there were no known sudden changes in force or temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: black box shows evidence of loss of prime due low non-zero force, returned battery cap and cartridge cap were used to complete the investigation. ¿ez-prime¿ steps were performed correctly, no ¿cs(B)(4)¿ warning or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.